Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of low blood glucose readings and hospitalization. The customer's wife stated that her husband had high blood glucose readings because of prostate biopsy. The wife stated that they not recognize if the customer was running high or low because he could not eat or talk. The customer stated that he lost his site and his wife called 911. The customer's blood glucose reading was 400 mg/dl after the prostate biopsy. The hospital treated the customer with glucose tablets and his blood glucose went down to 103 mg/dl. The customer stated that he was not wearing the pump since (B)(6). The customer's wife declined to troubleshoot for low blood glucose readings.